Event description:
It was reported that during cervical spinal anterior fusion for one vertebra in c 5/6 the screw would not advance into proper locking position. Once removed, the screw was inserted again and the ring on the screw broke. Another of the same size was attempted to be inserted, but surgeon could not insert into the right position. It was decide to complete the procedure with implanting one screw on only one side.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: upon visual inspection, device was confirmed to have its locking ring fractured of as reported. No adverse consequences to the patient were reported. Manufacturing history was reviewed and no issues were identified. X-rays were not provided. Conclusion: the plausible root cause of the reported event cannot be determined conclusively from the information provided. Potential causes of the locking ring detachment may be: freehand use during screw insertion, inserter loosening during surgery, inserter not fully threaded, user unfamiliar with the system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that during cervical spinal anterior fusion for one vertebra in c 5/6 the screw would not advance into proper locking position. Once removed, the screw was inserted again and the ring on the screw broke. Another of the same siz was attempted to be inserted, but surgeon could not insert into the right position. It was decide to complete the procedure with implanting one screw on only one side.